Event description:
A us distributor returned a battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Follow-up: additional information. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As received, the battery was unable to power on a monitor or charger. Upon evaluation, one of the battery tri-cells was depleted. The cause of the inability to power on a monitor is the depleted cell. The root cause of the depleted cell was unable to be positively identified. No adverse event resulted from the defective battery pack.